Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was pt stated last time they adjusted therapy settings they thought they set it right but stated they did not set it high enough. Pt clarified they lowered stimulation last time and it did not help. Agent inquired if pt was not getting good symptom relief and pt stated it was their mistake and they should have gone up "one" but they went down instead and that did not help. Reviewed general use of handset, communicator and therapy. Agent walked pt through steps to connect with their implant and pt successfully connected with their implant. Pt made a comment that they placed communicator on their "scar" when connecting with their implant. Pt increased stimulation on the call and stated they were "good now" and confirmed feeling stimulation comfortably. When agent asked for event date pt stated they had a radiation treatment which somehow hit their bladder (the beginning of the bladder) and that caused pt their problems that they can't control their urinating/urinating all the time. Pt reported they knew therapy was not working right because pt "had a love affair with the toilet bowl". Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Pt stated they see another hcp. Pt stated they asked their hcp if they wanted to "do something with this" and pt stated they were told no. Pt stated they will be seeing hcp in a couple weeks and stated they are not sure if hcp doesn't like this. Pt stated "the old one that I had was a piece of cake". Patient will maintain stimulation level and will continue to track symptoms. Please note, agent had a difficult time following pt throughout call and made best attempt to document all relevant event information.

Event description:
Additional information was received from the patient. They reported that they first noticed that the radiation treatment hit the bladder in 2020, month unknown. The ins they had given to them in 2020 was not user friendly for a person their age.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.